Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific received information that fluoroscopic imaging of the device pocket for an unrelated reason, revealed that this right atrial lead was compressed near the suture sleeve and the outer coil appeared to be separated/fractured. All lead diagnostics were reported to be stable and acceptable. Boston scientific technical services discussed troubleshooting options. No adverse patient effects were reported. Available information indicates that this product remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.